Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device will not stay on. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the comment that the device would not stay on. Analysis did find the upper case broken, the lower case corroded, one bail cover missing and one broken, the ring cover missing, one bail missing and one bent, the ring missing, the keyboard scratched and the lead flex cover contaminated. (B)(4).

Event description:
It was reported the device will not stay on. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.